Event description:
Event description guidant received information that the patient with this right ventricular lead presented at the emergency room due to feeling symptomatic, with near-syncope. The physician observed high right ventricular threshold measurements and completed an immediate revision, surgically abandoning and replacing the lead.